Event description:
(B)(4). Allergies psoriasis , drug allergies (taken without problems prior to insertion) high blood pressure, chronic pain.

Event description:
#Medwatcher #followup 1 #FDA mw5057703 #(B)(4).

Event description:
#Medwatcher #follow up 2 #FDA mw5057703 #(B)(4). Six (6) weeks post op, one of the first things to return was my sense of smell return. My blood pressure is now under control and normal without any medication. Because I'm still taking it easy I'm not sure if the chronic back pain is gone until I'm released from my doctor to return to normal activities. Within 36 hours of removal I developed an unexplained fever, followed by skin rashes and intense itching episodes. I believe it was due to the device being removed.